Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a plastic surgeon on 07-jul-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy from (B)(6) 2009 until (B)(6) 2009 for restoring face volume and contour. She received 3 mls in both cheeks. No additional treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. In (B)(6) 2010, the pt developed nodules at the injection site. As corrective treatment she received local application of ibuprofen (nurofen) ointment. The adverse event is ongoing and "getting worse." Physician's causality assessment: not provided.

Manufacturer narrative:
Important medical event.